Manufacturer narrative:
(B)(4). Analysis summary: an empty winding former, a paper lid, a detached needle and a dispensed suture of product code w9101, lot # plk995 were returned for analysis. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected and no suture remnant could be observed at the barrel hole, the ends of the suture was examined and there isn¿t enough impression at the swage end, resulting in a needle pull off defect. The pull-out defect has been correlated to the manufacturing process. This defect is caused when does not tightens the press correctly and the swage area be weak on the needle/suture a manufacturing record evaluation was performed for the finished device batch, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a rhinoplasty procedure on (B)(6) 2020 and suture was used. The suture broke at the swage during the operation, when suturing the peritoneum. The procedure was completed with a new like device. There were no adverse patient consequences reported. No additional information was provided.